Event description:
Caller reported that pump battery would not charge, resulting in the pump shutting down. The customer made attempts to charge it using a wall outlet and different adapters and cables. There was no adverse impact to customer's blood glucose level as a result of this issue. Cts decided to replace pump, ensured customer was aware of how to put pump into storage mode, and arranged for return of the problematic pump using a pre-paid label. Customer was also informed to use mdi as a backup therapy to maintain insulin delivery during this period.